Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician experienced difficulty placing the right atrial (ra) lead while using a competitor stylet and the lead dislodged. The lead was not used and a replacement was used instead. No patient complications have been reported as a result of this event.